Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The occlusion test could not be performed due to a keypad anomaly. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive battery, and it alarmed button error after the customer replaced the battery in an attempt to resolve the issue. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.